Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number was unknown. The sample was not returned for evaluation; however, the customer returned a photo for evaluation. It was observed in the photo that the tubing was torn. It is possible that this defect occurred due to mishandling of the product. The failure was reported during use on a patient. The tube must be soft and flexible in order to meet the hfnc oxygen therapy and user requirement; thus it is prone to tears and pin holes when it is over pulled and stretched. The instructions for use (IFU) mentions that the tubing should not be stretched to remove condensation, or damage/malfunction may occur. In the current manufacturing procedure 100% leak testing is conducted at the assembly area, and 100% visual inspection is done at the packing area; therefore, any defects would be detected prior to release from the manufacturing facility.

Event description:
Customer complaint alleges that the cannula separated at the connection. Alleged issue reported as detected during use. It was reported there was no injury or consequence to the patient. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges that the cannula separated at the connection. Alleged issue reported as detected during use. It was reported there was no injury or consequence to the patient. Patient condition reported as "fine".